Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that "sleeve came off". The reporter stated that additionally "the screw in question could not be inserted due to the blunt tip of the screw". The reporter could not clarify what was meant by ¿screw¿. The physician mentioned that similar failures have occurred. There was no report of a delay in the surgical procedure. There were no reports of injury, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.